Event description:
A surgeon reported the balance between the irrigation pressure and the aspiration was poor during a cataract procedure. There was no known harm to the patient. Additional information was requested; however no additional information is expected.

Manufacturer narrative:
Zip code is not indicated at this time. A product sample has been returned but has not been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).